Event description:
It was reported that the patient experienced intermittent stimulation after waking up from sleeping. The patient is an aggressive sleeper. The patient experienced a burning sensation at the neurostimulator site only when high voltage was programmed. The impedance measurements were low and out of range. The patient was at the clinic. Further information is being requested.